Event description:
Ous MDR - after an implant period of approximately 6 months, it was reported that the device indicated eri. The ICD was explanted.

Manufacturer narrative:
The ICD was returned for analysis. A first visual inspection showed both signs of abrasion and a dent at the housing, which is probably a result of the explantation process. There are no other anomalies.in a next step, the manufacturing process of this ICD was reviewed. The production documents did not show any anomalies that could be connected to the complained. All manufacturing steps had been carried out correctly. The memory content of the ICD was analyzed. Matching the clinical observation, the device showed the battery state eri. In addition, the data showed that the automatic formation was cancelled on (B)(6) 2017 at 00:43 a.m. Because the charge time of 20 seconds was exceeded. The ICD then automatically activated the battery state eri. The icds capability to provide therapy was then tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time of 9.5 seconds, in particular, was unremarkable. Subsequently, the ICD underwent a repeated charge cycle test at different ambient temperatures. During the entire test period, the charge and discharge processes performed by the ICD, as well as the charge time were as expected. The ICD was opened and underwent an extensive destructive analysis. There were no indications of a malfunction of the electronic module. The battery was returned to the manufacturer for analysis. First, a micro-calorimetric measurement of the battery was performed. No anomalies were found. In a next step, the battery was opened and examined. However, no cause for the clinical observation could be detected. After three months of long-term testing without charge process, another automatic formation took place, and the charge time was again normal. Despite extensive analysis on the component level, the error state could not be reproduced and it was not possible to determine a cause for the clinical observation.